Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that the patient inserted the infusion set but it came off today and stated that without any reason the infusion set just fell off which occurs at when patient was at work. No further information available.